Event description:
A zoll distributor returned battery charger/modem sn (B)(4) to report that the charger/modem was resetting.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (resetting) has been confirmed. Upon evaluation, the battery charger/modem was resetting. The cause for the failure was isolated to liquid contamination on the battery board and thermally damaged u13 8-bit cmos flash micro-controller and q1 current controlling transistor on the bedside board. The root cause for the liquid contamination and damaged components was unable to be positively identified. No adverse event resulted from the defective batter charger/modem.